Event description:
It was reported that during the procedure in the right coronary artery, pre-dilatation was performed and a 3.0x18 xience v stent delivery system was advanced with some resistance due to calcification. The stent was successfully deployed. The stent delivery system was removed from the anatomy with some resistance due to calcification. During post dilatation using a non-abbott balloon, a dissection was noted at the distal segment of the stent. A 2.75x15 xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. Reportedly, it is the physician's opinion that the dilatation balloon caused the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was mildly calcified, which may have contributed to the resistance. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Difficulty removing the sds post-deployment may be related to many factors including, but not limited to, balloon ruptures/leaks, poor balloon refold, deflation technique, interaction of the balloon with the stent implant if the stent is not fully expanded and apposed, the balloon not being fully deflated prior to removal, damage to the stent, interaction with the patient anatomy, or resistance with the guide wire. To ensure these difficulties are not the result of manufacturing, the sds are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. It was reported a dissection was noted after the stent was implanted. Dissection, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting. Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection; however, a conclusive cause for the reported patient effect and the relationship to the device could not be determined. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no indication of a product quality deficiency.